Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. The complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and failed. Performed share log review and no data was found. The reported event of a loss of connection was undetermined. The complaint was undetermined because there is no data in the cloud data. No additional patient or event information is available.